Event description:
A patient in (B)(6) was undergoing a dialysis treatment that included a polyflux 170 h dialyzer. Following several air in venous line alarms, the patient had a decrease in bp, pulse and became pale, diaphoretic and restless. The patient was sent to the ICU and had an ECG which was normal and a CT scan of the head that did not reveal an air embolism. Following several hours of observation the patient was discharged home.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 38.784 dialyzers produced and distributed worldwide from this lot number.